Event description:
The patient reported that she had experienced a return of symptoms. She also stated that for the last 6 months she could hardly walk. For the last 2 months, she had been hearing a pump alarm at 4 a.m. Every morning. The pt was at home and reported her status as "fair". The pt was encouraged to contact her hcp. The type of medications, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.